Event description:
Went to pull it out and the tampon went up further - vagina [foreign body in reproductive tract]. I went to go remove my tampon and the string detached [complication of device removal]. String detached - tampon [device breakage]. Case narrative: consumer reported via phone that she tried to remove the tampon and the string detached. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.